Manufacturer narrative:
Date of report :03/26/2019, date rec¿d by MFR : 03/20/2019. The field service engineer (fse) replaced the touch frame assembly to resolve the issue. The device successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the machine was not switching on. There was no patient or user harm reported. The event date was not specified; estimate used.